Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during the surgery, the error message of e0027 was displayed on the device. The surgery was delayed 1-2 hours while the surgeon retrieved an alternate device to finish the surgery with. The patient was under anesthesia during this time.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This medwatch is being filed to relay additional information. On january 18, 2018, it was reported that during the surgery, there was an e0027 error message displayed on the screen of the product. On january 25, 2018, it was clarified that during the 1-2 hour delay the patient was under anesthesia. There was no harm or injury reported. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports. Product review of the a.t.s. 4000 tourniquet on may 31, 2018 revealed that the central processing unit (cpu) board needed replaced to resolve the device booting into an e0027 error. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on may 31, 2018 which included replacement of the cpu board. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the cpu board was damaged which was causing the main cuff¿s transducer signal voltage to be out of range. The root cause of the e0027 error message was due to the defective cpu board. The issue was resolved with the replaced cpu board. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.